Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the device jaws opened? On what tissue type was the device used? At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Is there any other additional information you would like to share about this device or procedure?

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how was the device jaws opened? The jaws could not be opened during surgery, the device was completely jammed. I had to carefully slide it out with the jaws closed which went well without serious tissue damage. I don't know if/how the jaws were opened outside the patient. On what tissue type was the device used? At what location on the tissue? The device was closed with one "leg" in the jejunum and the other in the gastric pouch, attempting to make the gastro-jejunostomy in a laparoscopic gastric bypass procedure. Both the jejunum and the gastric pouch covered the full length of the anvil and cartridge, respectively. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? It was jammed from the start and I wasn't able to do any firing at all, with this cartridge. When I tried to fire, I immediately felt that something was wrong since the resistance in the handle was so high. When I looked at the little window on the device that normally shows 0,1,2,3 when firing, I saw half of the normal zero and half of a padlock symbol. What other color cartridges were used before and after this event? I had used the same device to create the gastric pouch using three blue cartridges without any problems. Nothing after. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? I didn't completely cross any staplelines when creating the pouch but some of the previous stapleline may have got involved in the next.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened properly during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap gastric bypass procedure, surgeon set the instrument at the bowel, and wanted to change the grip before firing, but the jaws were stuck, surgeon did manage to set the bowel free and no harm to patient. (B)(4) was used to complete the procedure. There were no patient consequences.